Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6 a manufacturing record evaluation was performed for the finished device, and no non-conformances were identified. Corrected information: d4: d4: full UDI currently unavailable since the exact lot of the suspected device cannot be determined.

Event description:
It was reported that an animal underwent an gastrotomy procedure on (B)(6) 2024 and suture was used. It was reported that 4-0 pds enterotomy closed with (B)(6). 3-0 pds gastrotomy closed with sc and cushing pattern. Pet dehisced on (B)(6) 2024. Revisitation required due to 4-0 pds taper for r&a. Pet discharged from the hospital. Later returned for a (suspected) dermatitis thermal burn that likely occurred during first surgery. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/12/2024. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was prescription medication prescribed for any of the animals' recovery? If yes, please provide medication name. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.